Manufacturer narrative:
(B)(4). Date sent: 2/23/2024. D4: batch # 633c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted and no reload was received. Device history review: a manufacturing record evaluation was performed for the finished device batch number 633c80, and no non-conformances related to the reported complaint condition were identified.

Event description:
Sales rep reported that the stapler did not completely fire staple load and they were almost unable to release from tissue during a lap appendectomy. No patient harm. Device is available for return.

Manufacturer narrative:
(B)(4). Date sent: 1/30/2024 d4: batch # 633c80 b3: date of event is 2023, event day and month unknown. Captured as 1/1/24. A manufacturing record evaluation was performed for the finished ats45, with lot/batch number a9e385, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.